Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had inserted a battery, but the insulin pump would not work anymore. It was stated that the insulin pump had corrosion in the battery compartment. The blood glucose at the time of the incident was 19 mmol/l. Troubleshooting was not performed. The insulin pump would be replaced. The device will not be returned for analysis.